Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed the high blood glucose by performing a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided pump reset information and helped the customer reset the pump, after which the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappeared, and they acknowledged this guidance.